Event description:
The reported event occurred during reprocessing. There were no error messages observed as a result of the reported malfunction.

Manufacturer narrative:
This report is being supplemented to provide additional information, and legal manufacturer's investigation. B5 and h5 have been updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six years since the subject device was manufactured. Based on the results of the investigation, it is likely that the connector was hit with hard objects, and/or loosened. As a results, the connecting tube could not be could not be connected to the connector. The connector may have been loosened by accumulated stress going towards the wrong direction. The event is detectable/preventable by handling equipment in accordance with the following IFU: chapter 3.inspection before use 3.3 inspecting the connectors check the following for each connector. -the connector should be fixed firmly. -the o-rings should be free of abnormalities such as cracks, tears, or dents. Do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the endoscope reprocessor the spring-loaded part on the yellow connector on this unit is missing and unable to attach the connecting tube. There were no reports of patient harm.

Manufacturer narrative:
No device was returned to olympus for evaluation. However, as part of the investigation into this report, an olympus endoscopy support specialist (ess) was dispatched on-site to assess the device at the user facility. The field service engineer identified that the issue was the connectors and replaced the spring-loaded connectors, and all tested successfully. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.